Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawers 1-2 and 1-1 were not detected on the communication bus. A field service engineer (fse) removed the drawer from the main station chassis and inspected the rear components, finding no specific problems. The fse also inspected the cable connections for the retractor band and solenoid, resetting the row board cable connections for each drawer board. After reinstalling the drawer into the main station chassis, the fse restarted the station. However, pending windows updates took approximately 10 minutes to complete. Upon attempting to log into support mode, the fse discovered that the station was listed in remote support service with a slightly different serial number. The fse then updated the remote support service records to reflect the actual station serial number. After these adjustments, the drawers functioned correctly, with all pockets releasing and lids opening as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer 1.1 failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.